Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional about a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the patient presented with a breakdown of the skin over the pectoral pocket. It was stated the implantable neurostimulator (ins) was exposed through a hole in the skin. The patient's extensions were cut, and the ins was removed as well as the patient was started on antibiotics. It was noted the patient had lost 100 pounds after implant. It was stated the patient's status at the time of the report was alive-no injury. No further patient complications have been reported as result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.